Manufacturer narrative:
The patient remains on lvad support with no further issues reported. The device remains implanted and in use by the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. Approximately 20 months post-implant, during a follow-up consultation at the hospital, the vad coordinator reviewed the system controller log file and observed a low flow alarm and pump stoppage, followed by a system controller reset. According to the log file, this had occurred approximately 9 days prior to the consultation. The patient stated that he did not feel any differently when the pump had stopped and had not done anything that would have caused the pump to stop. As a precaution, the system controller and power module were exchanged.